Event description:
The customer reported a motor boat sound coming from the device and the device failed to power up. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.